Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that two (2) units of polyflux 170h, had an external dialysate leak from a damaged cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h10: the devices were received for evaluation. Visual inspection of the products with the naked eye showed that there was no blood protection caps on either product. Both products are wet. No defects were observed. A leak test of the dialysate side was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.